Manufacturer narrative:
B5 d9 h10

Event description:
It was reported that the pump intermittently incorrectly calculated boluses to be delivered. Troubleshooting with tandem technical support was performed and a cause was unable to be determined. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently incorrectly calculated boluses to be delivered. In addition, it was reported that the pump intermittently displayed the incorrect carbohydrate ratio setting when requesting a bolus. Reportedly, the customer would re-attempt to request a bolus and the carbohydrate ratio would display correctly. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.